Event description:
It was reported that during common bile duct exploration procedure, while dissecting gallbladder tissue the surgeon observed tissue sticking on the tip bottom of the permanent cautery hook instrument. The surgeon requested that the surgical staff remove the instrument and upon inspection of the instrument, it was noted by the rn that the yellow part on the instrument could conduct electricity the planned surgical procedure was completed with an instrument of the same type and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the yaw pulley, distal clevis and proximal clevis exhibit charring on the same side. The yaw pulley extruded boss feature that retains the conductor cap is broken off and the conductor cap is missing, thus exposing the conductor wire. The wire exhibits damage to the insulation and the bare wire is exposed. Engineering concluded that the damage to the instrument most likely contributed to unintended arcing. The instrument passed electrical continuity testing. No other damage was found. Upon follow up with the initial reporter, it has been confirmed that during the surgical procedure, no components from the permanent cautery hook instrument fell into the patient.